Event description:
Customer reported the system is not displaying the dosage. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reconfigured and calibrated the dosage. System operates as intended.